Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 481 mg/dl. Customer stated that they received sensor updating or sensor glucose value not available alert. Customer was not using auto mode at the time of high blood glucose event. The device will not be returned for analysis.